Event description:
Orders placed to remove pt's foley. Writer attempted to remove 10cc from foley, only was able to remove 4 cc. Had patient reposition, stand up, etc. When pt stood, the catheter slid out. The balloon was completely deflated and only 4 cc was removed. The foley lda [lines, drains, airways] was documented that 10cc were inflated into the balloon.